Manufacturer narrative:
The complaint sample has been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As initially reported by the physician on (B)(6) 2018. A female consumer is said to possibly have acanthamoeba keratitis on her left eye. There were no other symptoms indicated. Medical treatment, laboratory data and any schedule for follow up visit was not disclosed. The consumer¿s current eye condition remains unknown. As of 05jun2018, new information was received via email indicating that the consumer did not use the contact lens while swimming or in a hot tub and had not confirmed usage of any other contact lens solution. Follow up appointment was scheduled on (B)(6) 2018. No other information was provided, treatment and patient eye status remains unknown. As of 15jun2018, new information was received which indicated the details of the consumer's medical visits. Starting with the date (B)(6) 2018, a culture exam on the left eye revealed a negative result of acanthamoeba and a decreased in visual acuity. Further details where then obtained on 12jun2018, which had disclosed the patient identifiers and had divulged that the consumer was advised to discontinue contact lens wear on (B)(6) 2018, however consumer resumed usage without consent on (B)(6) 2018. It was also mentioned that on (B)(6) 2018, an unidentified eye exam showed three to four infiltrates in the center of the cornea. Gatifloxacin and tobramycin was prescribed on (B)(6) 2018 to be administered six times per day. It was indicated that on (B)(6) 2018, the patient could still have acanthamoeba even when a culture test was done. Gatifloxacin and tobramycin was continued three times per day, voriconazole was recommended six times per day, and fluconazole as an internal medication. Follow up visit was scheduled on (B)(6) 2018, which validated that the symptoms had reduced after voriconazole was prescribed. A second culture test shall be done to rule out impression for fungi and amoeba. As of 20jun2018, further information was received which confirmed that the consumer's follow up visit will be on (B)(6) 2018. As of (B)(6) 2018, new data was received which confirmed that the consumer revisited the clinic and was instructed to continue applying the prescribed eye drops. Current eye condition was not disclosed. Additional data has been requested but has not been received.

Manufacturer narrative:
The complaint product was returned for evaluation and was found to meet manufacturing specifications. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. Additional information: the manufacturer internal reference number is: (B)(4).

Event description:
As of 17jul2018, additional data has been received confirming that the consumer's corrected vision has improved and infiltrates were found scattered on the surface of the cornea. It was also indicated that a culture test was done three times with negative results and that the alleged acanthamoeba in the corneal epithelium did not worsened. Consumer is unwilling to provide further details but will reach out if symptoms get worst. No further information available.